Event description:
The customer reported camera was not working during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: foreign material on air water cylinder, channel and aux. Water flow (light guide tube). A root cause could not be identified. Based on the results of the investigation, it is likely the camera was not working cause due to cause traced to component failure. Additionally, foreign material on air water cylinder, channel and aux. Water flow (light guide tube) cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.